Manufacturer narrative:
Product ID 3889-28 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no reading on patient's pp and just a por message. Patient reported that the steps taken to resolve the por screen and pp and implant not being able to synch were that "new implant. The old implant had moved and wires were twisted and broken off.I was getting pain in the area and went to several (illegible) with no relief."

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was wondering if the battery inserted had gone dead. Patient further stated she tried to check her batteries using her patient programmer (pp) but could not check it. It was clarified with the patient that the patient could not check her implant battery with pp. Patient reported getting new pp batteries because at first, she thought it was the pp batteries, but when she synched with the pp, she got the sync screen that said pp and implant are not synchronized. Patient tried to sync with implant and confirmed she got the call your doctor icon with por message. Due to the type of pp or type of error code, troubleshooting could not be performed. No further complications reported.

Manufacturer narrative:
Corrected to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.